Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) machine during dwell 2 of 7. The hp stated that the supply bag fell off and became disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power twice to clear the alarm. The tsr then explained that the hp would need to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The tsr also advised the hp to call the nurse in the next 24 hours to inform of the event. On (B)(6) 2010 product surveillance contacted the hp who stated he was sleeping during the event so had no further detail to provide regarding the incident. The hp confirmed he notified his nurse and no adverse event resulted from this incident.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated the sample was no longer available. No adverse event resulted from this incident. No further detail was available. An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that the supply bag fell off and became disconnected. The hp stated he was sleeping during the event so had no further detail to provide regarding the incident. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.